Event description:
It was reported that the patient dislocated the femoral component over post in high flexion. The surgeon found the tip of insert had broken off and was floating free in knee. The insert was removed and replaced.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis indicated gouged material is shown near the insertion/extraction slot along both the top and bottom of the tibial implant base on the medial side. Damage along the medial articular surface is noted with little wear outside of the gouged material. A pattern of wear and then fracture is shown along the top of the broken post on the tibia base where the cam articulates. The post tip has broken off and gouged material is seen along the posterior side where the cam articulates. Material damage continues onto the distal side of the broken post tip until a cleavage plane appears. No material or manufacturing defects were observed in the course of this investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. A clinical analysis indicated that based on the available information, the root cause of the insert tip breakage cannot be concluded. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.